Event description:
Event description guidant received information that both atrial and ventricular leads displayed low sensing amplitude and high pacing threshold measurements secondary to twiddler's syndrome. The lead were explanted and successfully replaced.